Event description:
A customer contacted stryker to report a non critical issue with their device. Upon inspection by stryker, it was observed their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker product analysis center (pac) further evaluated the customer's device and verified the reported issue. The cause of the reported issue was determined to be due to integrated circuit, u12. Device archived by stryker maastricht.

Event description:
A customer contacted stryker to report a non critical issue with their device. Upon inspection by stryker, it was observed their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and observed that their device was showing all three icons (attention, charge-pak and service wrench). The customer was provided with a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.